Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the recharge taking 3 hours was because the patient was getting a poor connection due to user error. No further complications were reported.

Manufacturer narrative:
G4. Correction previous supplemental should have been 2020-05-27 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep saw the patient last week and they were able to reprogram them and extend their recharging interval to 5 to 6 days. They were happy with that for now. Impedances were all within normal limits. It was reported that the patient seemed to be doing well and they stated that they had not heard from the patient since their reprogramming. The rep indicated that they did not know the patient¿s weight. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient feels the ins is depleting rapidly as she will charge later at night and wake up to the ins stimulation being off and the ins being depleted. Patient met with a rep to do some reprogramming, but that did not resolve the issue. Patient also mentioned that in addition to the rapid depletion of the ins, it will take her well over 3 hours to charge her ins at excellent. Rep stated that patient's impedances have been within normal limits and patient is on ld programming. No further complications were reported.